Manufacturer narrative:
MFR ref number: (B)(4). Post market vigilance (pmv) led an evaluation of two balloons, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the devices noted that the balloons distal flanges are loose. Functionally, the balloon was inflated; a leak was observed from the distal flange. The flapper valve and locking collard functioned properly. Engineering verified that the balloon inner flange detached from the inner sleeve. The proper amount of adhesive was appreciated between the inner sleeve and the inner flange around the bonding perimeter on both samples. Visual and functional testing of the returned samples confirmed the products did not meet quality release specifications that were tested due to the detached inner flange. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The root cause is consistent with inadequate handling of the balloon, the separation of the inner flange from the inner sleeve is consistent with over inflation of the balloon. Tile will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The balloon deflated on two separate occasions in the patients abdomen during the procedure. Another device was opened and used to solve the issue. The patient was not injured and is recovering as normal.